Event description:
Customer's daughter reported that the insulin pump alarmed for a loose drive support cap. The blood glucose reading was 117 mg/dl. She stated that she did not think that the insulin pump had been dropped or bumped and that the drive support cap appeared to be flush. She also reported a low blood glucose reading of 50 mg/dl and stated that the customer was not feeling well. She was treated with food. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable perform occlusion, prime, excessive no delivery test due to the error alarm. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, missing end cap sticker and bleeding spots in the middle of lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.